Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown white, gray, and black contamination (dust like) (inconsistent with degraded sound abatement foam), at the air inlet of the blower box. Unknown white, and black contamination (dust like) (inconsistent with degraded sound abatement foam in the iso port (international organization of standardization. ). Dust like contamination on top and bottom of the blower motor and the blower motor seal. Potential mineral deposit spots on the top and bottom of the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Rub mark inside blower housing. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown black contamination sound abatement foam) in the unknown black contamination sound abatement foam) in the (dust like), (inconsistent with degraded bottom of the blower box. (Dust like) (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The manufacture inspected the modem and observed unknown brown residue on top of outside case. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were able to confirm the customer complaint of visualization of particles. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.